Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture and the patient was called to come into the emergency department to have their device checked. Upon device interrogation it was noted that the device was programmed vvi 45 lv only and right ventricular (rv) output dropped to 0.1 at previous check. The follow up physician indicated that the device was then programmed to vvi 70 rv only with rv output of 5.0 at 2.0ms. The patient felt better after the device reprogramming. No adverse patient effects were reported. This device remains in service.